Manufacturer narrative:
Batch review performed on 10 april 2026: gmk-spherika 02.12.e0314fl gmk-sphere tibial insert e-cross - flex 3l - 14mm (k202022), lot: 2338079: (B)(4) items manufactured and released on 02-oct-2023. Expiration date: 2028-sep-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12.ka13l gmk spherika femoral component s3+l cemented (k211004) lot: 2408287: (B)(4) items manufactured and released on 25-jun-2024. Expiration date: 2029-jun-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the revision procedure, including increase of liner thickness, femoral component revision, and extension stem exchange to a longer fluted stem, was undertaken to address joint instability. Based on the available information, no device-related issues have been identified that could have caused or contributed to the event.

Event description:
The patient came in presenting instability, the reason is unknown. At about 1 year and 3 months post primary the surgeon performed a washout and revised the 14mm insert to a 17mm insert, revised the gmk-spherika s3 femoral component to a gmk-revision s4 femoral component, and revised the primay l30mm extension stem with a fluted l150mm extension stem.